Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A cumulative of 118 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. On 1(B)(6) 2015, rv pacing impedance spiked to 1672 ohms up from a trend in the 300-400 ohm range. Impedance spikes above 1000 ohms started during the week ending on (B)(4) 2014 where rv pacing impedance spiked to 1254 ohms. Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days.